Manufacturer narrative:
Philips received a complaint from the customer clinical engineering, reporting that the v60 ventilator had a bad/damaged display. It was unknown how the issue was found. No patient or user harm reported. An order was placed for a replacement user interface assembly. During follow up with the customer, it was reported that the entire display was bad/damaged and there is damaged by the nav-ring housing. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a bad/damaged display. It was unknown how the issue was found. No patient or user harm reported. An order was placed for a replacement user interface assembly. During follow up with the customer, it was reported that the entire display was bad/damaged and there is damaged by the nav-ring housing. Investigation ongoing / resolution pending.